Manufacturer narrative:
Date of event was unknown. First date of the month of the aware date was selected. Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 12mm synergy xd drug eluting stent was advanced for treatment but could not cross the lesion. The stent was observed to be damaged. No patient complications were reported.